Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. The physician believes the issue is attributed to the lead placement as it is not in the correct position. Troubleshooting performed has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.